Event description:
It was reported that during device use, a clinician did not use a roller clamp and noticed that the flow was faster in drip chamber. The product issue was reported to bd associates during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.